Manufacturer narrative:
The ICD is scheduled to be replaced within the week and will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed that the ic issue created the high current condition and the reported inability to interrogate this device.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated despite several attempts. In addition, no tones were emitted when the magnet was applied and the device is not providing pacing. No adverse patient effects were reported. This ICD is implanted under the pectoral muscle and is part of the subpectoral implant advisory, initially communicated on december 1, 2009.